Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a supply bag was empty and had become disconnected. This is known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. The patient stated the supply bag was empty and had become disconnected. The patient was not sure if she tightly connect the bag or not. It is unknown how the patient will finish therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.